Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited low pacing impedance measurements. The patient had no adverse consequences.